Event description:
It was reported to intuvie that the pump with a software version v4.2.05 failed the flow rate test. No patient injury or involvement was reported.

Manufacturer narrative:
The pump was returned and investigated. During functional testing no failures were discovered. A review of the device's serial number history revealed no similar complaints reported for this issue. The failure mode was not confirmed. CAPA-15 and zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).